Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional information.

Event description:
Boston scientific received information that the patient with this pacemaker system experienced syncope. The pacemaker was evaluated and it was noted that the right ventricular (rv) pacing thresholds were high and there was loss of capture. It was reported that outputs were increased to 7.5 volts and a revision was to be performed in the near future. There were concerns regarding the longevity calculations with the programming change. Boston scientific technical services (ts) discussed device design and how power consumption estimates will be accurate within 30 days. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
New information received indicates that the lead was explanted. The physician noted that the patient has cardiomyopathy and the lead may have dislodged which caused the increased threshold measurements.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.